Event description:
It was reported that the pt complains of stiffness and pain towards the groin area and outside of the hip. She will need further tests.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.